Manufacturer narrative:
A2): patient''s date of birth unk. D4): device serial number unk. H3): the device was discarded, thus no investigation could be completed. H6): embolization is a known risk of complication with use of the turbo-power device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced on (B)(6) 2023 (as part of a japan turbo pms study) to treat a moderately calcified lesion in the proximal superficial femoral artery (sfa). The patient had a large amount of baseline blood clots/thrombosis present prior to the procedure. Multiple devices (guide wire, introducer sheath, guide catheter, spectranetics turbo-power laser atherectomy catheter, non-drug coated and drug-coated balloons) were used during the procedure. However, just after use of the turbo-power catheter, embolization was confirmed at the popliteal artery via angiogram. The thrombus was aspirated with use of a thrombo-aspiration catheter, with revascularization confirmed afterwards. The angiogram showed nothing after use of plain old balloon angioplasty (poba), and stenosis improved from 100% to 50%. The patient survived the procedure and was discharged from the hospital the following day. Per philips physician assessment, embolization of baseline thrombus can occur when any device is manipulated through the thrombus, including a wire, laser catheter or balloon. This report captures the turbo-power catheter when, after use, embolization was discovered via angiogram, requiring intervention. There was no alleged malfunction of the turbo-power catheter in use during the procedure.